Event description:
A us distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon eval, the front response buttons metal dome was not making contact. The cause of the defective response buttons is the inability to make contact. The cause of the inability to make contact cannot be positively identified. No adverse event resulted from the defective response button switch.